Event description:
Pt received inappropriate therapy from his implantable cardioverter defibrillator (ICD) that is 2.5 yrs old due to a lead insulation breach between the right ventricular pace/sense electrodes. The lead insulation breach caused "noise" on the intracardiac electrogram resulting in inappropriate shocks. The ICD function was within normal limits.